Event description:
It was reported that this right ventricular (rv) lead was in unipolar configuration, the boston scientific representative reprogrammed the lead to bipolar and the lead exhibited four second of pacing inhibition. This lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was in unipolar configuration, the boston scientific representative reprogrammed the lead to bipolar and the lead exhibited four second of pacing inhibition. This lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 impact codes.

Event description:
It was reported that this right ventricular (rv) lead was in unipolar configuration, the boston scientific representative reprogrammed the lead to bipolar and the lead exhibited four second of pacing inhibition. This lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.